Manufacturer narrative:
The 510k: device not marketed in the us; similar device available. Evaluation was not performed, the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The device return indicated for an alleged malfunction, specifics were not provided.

Manufacturer narrative:
The unit came in with an 'daq b' connection failure and fan failure. The components were replaced. The device was tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.